Event description:
It was reported that the customer experienced a blood glucose (bg) level of 556 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.